Manufacturer narrative:
Analysis and results: the involved batch is not known. As no batch number is available, neither units in stock nor batch manufacturing record can be reviewed. We have not received any sample for analysis. Without closed samples and/or defective samples a proper analysis cannot be performed. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with silkam suture. The client reported that the thread broke while knotting during the appendectomy surgical procedure. It occurred during ligation of the appendicular stump when ligating with silk suture. The knot broke at normal tension and a new suture had to be used which also broke at minimal tension. Finally, a suture from another manufacturer was used. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.